Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been completed at mako surgical. Resection of the femoral border and posterior areas were to plan, which enabled the trials to be held in place anteriorly with extra cement. The surgeon decided to fill in the empty space behind the femoral trial with cement, which resulted in smooth transition zones. The outline of the femoral plan was not compromised and the joint balancing was successful after cementing. The returned anspach motor was evaluated by mako engineering. The issue was confirmed to have been caused by a deficient locking mechanism on the motor. This issue is consistent with end of life wear on the anspach motor.

Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant system. During femoral resection, the surgeon observed that the bone was resected deeper than planned. The mako rep noticed that the burr appeared to be protruding too far from the anspach burr motor. When the surgeon tugged on the burr, it slid out of the long attachment component. All burr retaining mechanisms were checked and reset, and the surgeon continued to resect the femur. The surgeon noted that the femoral keel had been resected too deeply, and measured the burr to be about an inch beyond spec per the depth gauge. The mako rep called customer support, which suggested that the end effector, motor, end burr be replaced. This was completed, the rio was re-registered, and this resection and the remainder of the case was completed successfully.